Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to erosion. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump, and balloon. It is unknown if the explanted aus is being returned. No patient complications were reported in relation to this event. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.